Manufacturer narrative:
Advanced bionics considers the investigation into this event as closed. According to info received from center, the device was discarded and will not be returned to advanced bionics. This is the final report.

Event description:
The pt's c1 device was explanted due to an infection. The pt was reimplanted with another advanced bionics cochlear implant.